Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer passed away due to natural causes. The husband felt that the cause of death was diabetes. The customer was wearing the insulin pump at the time of death. The husband stated that he cannot return the insulin pump for analysis at this time as it has not been returned by the hospital or funeral home. He stated that he would return it for analysis if is returned to him. Nothing further was reported.